Event description:
The dome of the hearing aid came off in the persons inner ear and needed to be extracted. In addition, the company that sells the device offers a 14-day "trial" the advertising of the trial is misleading as the trial starts on the day the device is shipped not on the day the device arrives at the patient home. When the patient tried to return the device it was only after 12 days but they still refused to send a return label and charged the full amount for the device.